Event description:
Doctor reported to a lensar clinical application specialist that he experienced a posterior radial tear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when add'l reportable info becomes available.